Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the cmos battery on the x-ray controller. Resorted flash files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm on the 9800 system will not lower. There was no report of pt injury.